Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only had no insulin flow during priming. The following information was provided by the initial reporter: material no. 320881, batch no. 8137427. It was reported that there was no insulin flow during priming and injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31g 8mm 90 count mail order only had no insulin flow during priming. The following information was provided by the initial reporter: material no. 320881 batch no. 8137427. It was reported that there was no insulin flow during priming and injection.